Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare - aibonito (B)(4). Baxter healthcare - dominican republic (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection between a clearlink catheter extension set and an intravenous (IV) catheter ¿broke apart¿. This occurred when IV contrast solution was initiated through the IV during a computed tomography (CT) scan, and resulted in the patient losing IV access. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.